Event description:
Pt admitted with abdominal pain. Surgery on 2/13/97 for cholecystectomy. Md found loose staple and adhesions. Staple from surgery done 7/9/96 when uterus, tubes & ovaries were removed. Pt admitted earlier in week w/possible cholecystitis-lithiasis. Pain shifted to ll2. Pt discharged on antibiotics. Returned w/textbook cholecystitis-lithiasis. Scheduled for lap chole-fluid debris in pelvis. Adhesions and staple in mesentery found. Staple had perforated mesentery per dr.